Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for a scheduled device implant. During the procedure, the right ventricular lead exhibited high capture thresholds. The physician also noted possible lead fracture. The lead was explanted and replaced successfully. No patient symptoms were reported.

Event description:
New information on 2/22/2016, indicated that the patient's condition was stable post procedure.